Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 16jun2018 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of failed drawer was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4) the fse reported that replaced medstation es full height cubie drawer 5 drawer controller and interface. Ran medstation es hta drawer diagnostics. Customer performed multiple drawer inventories with no issues observed. During dchu visual inspection p/n 151903-01: the pcba exhibited thermal damage marks on component u300. During dchu testing p/n 151903-01: no dchu testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the full height cubie pmc circuit board. There were no delay, no adverse events or injuries reported based on this event.